Manufacturer narrative:
Integra has completed their internal investigation on october 09, 2017. Results: DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; a two year look back from 09/18/2015 to 09/18/2017 for this reported failure using key words ""teeth" and "locked" for product ID a3059 shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: complaint not confirmed - no issues observed. Unit cleaned. With respect to the returned unit it has passed all specific functional testing requirements. Repair cannot duplicate customer complaint.

Event description:
It was reported that on (B)(4) 2017, the mayfield composite series skull clamp was not staying secure once the teeth was locked into place. The clamp was not tightening when trying to lock, there was movement both left and right. Additional request for information was sent and on 21sep2017 and 22sep2017, the following was provided by the customer: a patient (unknown gender and age), was undergoing a craniotomy procedure. The mayfield composite series skull clamp (lot number unknown) along with the integra adult skull pins (a1072) was applied. The skull clamp would not hold, it kept slipping in the middle of the procedure. There was no patient injury or no medical intervention required. The action that was taken after the product problem occurred was that the item was taken out of service. There was no delay in surgery reported. The surgery was completed with no complications. Lot number of the skull pins were unknown. The skull pins are not available to be returned for evaluation.